Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report #: 1627487-2013-12139. It was reported the pt had an MRI done. The pt is experiencing discomfort at one of the peripheral lead sites. The sjm rep reprogrammed the pt with effective stimulation coverage however the discomfort at the lead persists. Note the pt received two leads from different lot numbers. Both leads are being reported.